Event description:
Legal counsel for patient reported patient underwent a bilateral total hip arthroplasty on (B)(6) 2003. Subsequently, patient underwent a bilateral revision procedure on (B)(6) 2013 due to patient allegations of pain, loss of range of motion, bone/tissue damage, difficulty walking, elevated metal ion levels and metallosis. Review of invoice history confirmed the modular head was removed and replaced in both hips. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a bilateral total hip arthroplasty on (B)(6) 2003. Subsequently, patient underwent a bilateral revision procedure on (B)(6) 2013 due to patient allegations of pain, loss of range of motion, bone/tissue damage, difficulty walking, elevated metal ion levels and metallosis. Review of invoice history confirmed the modular head was removed and replaced in both hips. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient medical records indicates patient right and left hip revision performed on (B)(6) 2013 was due to pain. The patient's operative report for the left hip noted scarring, turbid reddish/grayish fluid, and gray stained synovial tissue. The patient's operative report for the right hip noted scarring, clear yellow fluid, and hypertrophic synovial tissue. Additional information received in patient medical records noted that on (B)(6) 2012 patient's blood was tested.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-03664 / 03665).